Event description:
It was reported that a pocket revision was needed due to patient comfort. The patient's device was located in the waist and she wanted it moved to the buttock. Preoperative tasks, required supplies/equipment, and lead and extension lengths were discussed. Additional information received reported that the patient had a revision and the device was moved. No extensions were needed. The patient was doing well.

Manufacturer narrative:
Product ID 3888-33 lot# v855431 serial# implanted: 2012-(B)(6) explanted: product type lead product ID 3888-33 lot# v532749 serial# implanted: 2012-(B)(6) explanted: product type lead product ID 3777-75 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type lead product ID 37754 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 37743 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3708260 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension product ID 37082 lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type extension. (B)(4).